Event description:
It was reported that; patient is complaining of pain. Patient is experiencing limping when walking. Patient is reporting that the doctor did blood work, x-rays and cat scan. Patient is reporting that his cobalt level is high and that the cat scan is showing muscular swelling. Patient states that the doctor wants to perform revision surgery.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.